Event description:
Reporter indicated that a vns handheld computer was freezing after "interrogation successful" was displayed. A new handheld computer was sent to the site. Good faith attempts for return of the handheld computer and flashcard have been unsuccessful to date.